Event description:
On (b)(46. 2011, pt reported the up button on the infusion device has not functioned as intended over the past 2 weeks. Pt boluses at least 3 times per day, and the button does pop up after it is pressed. The infusion device was replaced and requested for eval. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue.